Event description:
It was reported that, the cardiosave intra-aortic balloon pump (iabp) electrode cable makes bad contact at the intermediate connection. There was no patient involved.

Manufacturer narrative:
Corrected fields- b5, b6. B7, d10, h8, h6 codes(health effect. Impact). Updated fields- b4, d8, d9, g1( contact person- mfg site), g3, g6, h2, h3, h6 codes(problem, investigation types, findings, conclusion, components), h11. A getinge field service engineer (fse) contacted the customer and send a budget for the supply of ECG cable material. The budget for the material is accepted. The customer replaced the ECG cable equipment and confirmed it was working properly.

Event description:
It was reported that, the cardiosave intra-aortic balloon pump (iabp) electrode cable makes bad contact at the intermediate connection.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.